Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/17/2016 with the following findings: the pump was returned with the keypad peeling off. The ok and up arrow buttons on the keypad are over responsive, all others respond properly. Removed keypad- button contacts were found to be cracked. A battery compartment crack was found along the side and from case seal traveling to bumper. Bolus button cover is torn- still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack. This report is made based on results of investigation completed on 08/17/2016.